Event description:
It was reported by the sales representative that the device was used during a laparoscopic gastric bypass procedure. The cannula separated during use and positioned in the abdominal wall. A portion of the cannula broke off and dropped into the patient. The doctor retrieved the portion of the cannula. The case was completed with no consequence to the patient.